Event description:
The customer reported the device has not alarmed at night, even though the value (spo2) dropped below the alarm limit the device was in clinical use at the time the issue was discovered.  There was no adverse event or patient harm reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation. Reporter phone #: (B)(6).

Manufacturer narrative:
The remote service engineer (rse) spoke to the customer and checked the logs. Per the logs, the rse found that there was a defect with the spo2 cable/sensor. The rse instructed the customer to contact their local spare part service and replace the cable via that service. The spo2 cable/sensor had been discarded by the customer. We will consider that the customer resolved the issue using the analysis findings provided by the engineer and replaced the part.